Event description:
It was reported that the subject flow diverter was implanted in a patient successfully on (B)(6) 2022. Post procedure on (B)(6) 2023 patient stats that she last remembers speaking with her friend that afternoon and has no recollection of events thereafter. Patient herself could not provide much history. As per family, patient was last well known at 5:20 pm that day. Patient took a nap and when woke up patient had left-sided facial droop and inability to move left side of the body. A CT (computerized tomography) was performed on (B)(6) 2023. Results indicate 'no new aneurysm or arteriovenous malformation is identified. The dural venous sinuses and deep venous system are patent', no stenosis was observed, the subject stent implanted was patent. Patient was provided with diphenhydramine, metoclopramide, acetaminophen, riboflavin magnesium for focal ipsilateral headache. The ae (adverse event) outcome is indicated recovered/resolved. The ae was reported to be resolved on (B)(6) 2023. The ae was indicated as possibly related to study procedure, study device, dapt (dual antiplatelet therapy) and underlying condition or disease. Patient has medical history of hypertension, dyslipidemia, diabetes, smoking, severe, headache/migraine, ischemic stroke. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
D1 - product long description - corrected. D4 - catalogue number: corrected. D4 - primary device identifier (di) number: corrected.

Event description:
It was reported that the subject flow diverter was implanted in a patient successfully on (B)(6) 2022. Post procedure on (B)(6) 2023 patient stats that she last remembers speaking with her friend that afternoon and has no recollection of events thereafter. Patient herself could not provide much history. As per family, patient was last well known at 5:20 pm that day. Patient took a nap and when woke up patient had left-sided facial droop and inability to move left side of the body. A CT (computerized tomography) was performed on (B)(6) -2023. Results indicate 'no new aneurysm or arteriovenous malformation is identified. The dural venous sinuses and deep venous system are patent', no stenosis was observed, the subject stent implanted was patent. Patient was provided with diphenhydramine, metoclopramide, acetaminophen, riboflavin magnesium for focal ipsilateral headache. The ae (adverse event) outcome is indicated recovered/resolved. The ae was reported to be resolved on (B)(6) 2023. The ae was indicated as possibly related to study procedure, study device, dapt (dual antiplatelet therapy) and underlying condition or disease. Patient has medical history of hypertension, dyslipidemia, diabetes, smoking, severe, headache/migraine, ischemic stroke. No further information is available. Additional information received on 15-feb-2024 reported that the ae term was changed and updated to 'neurological deficits'.

Event description:
It was reported that the subject flow diverter was implanted in a patient successfully on (B)(6) 2022. Post procedure on (B)(6) 2023, patient stats that she last remembers speaking with her friend that afternoon and has no recollection of events thereafter. Patient herself could not provide much history. As per family, patient was last well known at 5:20 pm that day. Patient took a nap and when woke up patient had left-sided facial droop and inability to move left side of the body. A CT (computerized tomography) was performed on (B)(6) 2023. Results indicate 'no new aneurysm or arteriovenous malformation is identified. The dural venous sinuses and deep venous system are patent', no stenosis was observed, the subject stent implanted was patent. Patient was provided with diphenhydramine, metoclopramide, acetaminophen, riboflavin magnesium for focal ipsilateral headache. The ae (adverse event) outcome is indicated recovered/resolved. The ae was reported to be resolved on (B)(6) 2023. The ae was indicated as possibly related to study procedure, study device, dapt (dual antiplatelet therapy) and underlying condition or disease. Patient has medical history of hypertension, dyslipidemia, diabetes, smoking, severe, headache/migraine, ischemic stroke. No further information is available. Additional information received on 15-feb-2024 reported that the ae term was changed and updated to 'neurological deficits'.

Manufacturer narrative:
B2: executive summary : updated. H4: manufacturing date: added. D4: expiration date: added. F10: / h6: clinical sign code: update. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the ae (adverse event) resulted in concomitant medication: diphenhydramine, metoclopramide, acetaminophen, riboflavin, magnesium. The ae is a non-serious ae. The duration of memory loss was ae recovered/resolved next day on (B)(6) 2023) and the duration of facial droop and inability to move left side of her body resolved in the patient was resolved next day. In addition, the patient regained memory next day per site, resolved. The ae did not result in the subject being hospitalization. CT (computerized tomography) was performed as a diagnostic test, no stenosis was observed, the stent implanted was patent. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.